Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4) .

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2019. Serial number: unknown, information not provided. Catalog #: a complete catalog # is unknown as serial number was not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. Device manufacture date: unknown as serial number was not provided. Initial reporter name: this was reported by (B)(6), however the name of surgeon is unknown at this point. (B)(4). Attempt(s) have been made to obtain missing information ; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis toric intraocular lens (model zct600) was implanted in patient¿s operative eye early march. Reportedly the surgeon is now planning to either reposition the existing lens or explant the lens in secondary surgical procedure by replacing for another lens. No further information provided.